Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2016-00789. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6) to remove thrombus from an iliac stent that extended through the femoral artery. During the procedure, while attempting to advance a cat6 through another manufacturer's sheath using a guidewire and the cat6 peelable sheath, the physician inadvertently damaged the tip of the cat6 and it became smashed. Therefore, the cat6 was removed and the procedure continued using a new cat6 and the same sheath. A couple of times during the procedure, the physician removed the cat6 entirely from the patient's body in order to clear it. At one point, when the physician was re-advancing the cat6 back into the sheath, he noticed that the cat6 appeared to have been stretched. Therefore, the cat6 was removed and the procedure was successfully completed using an indigo system aspiration catheter 8 and a new sheath. There was no report of an adverse effect to the patient.